Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material that came out of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. No physical damage was confirmed at the place where the foreign material remained. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use: the instruction manual operation manual ¿gif-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation resulting from the case being reopened due to a request for an on-site inspection from the issuer. Based on the results of the investigations, the suggested event, ¿foreign matter came of the nozzle¿, was confirmed. Therefore, the device did not meet its specifications nor function. As a result of component analysis, the foreign material turned out to be organic silicone from chemicals. The silicone is not a substance originated from an endoscope but from chemicals including an anti-foaming agent. It was determined that the foreign material adhered inside the nozzle due to insufficient precleaning and rinsing, as well as due to insufficient drying since the endoscope has been stored without the valves detached. The suggested events can be detected and prevented by handling the device in accordance with the following additional and specific instructions for use (IFU): instruction manual/reprocessing manual ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories), 5.5 manually cleaning the endoscope and accessories, clean the external surface¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.